Event description:
It was reported that a right ventricular leadless pacemaker (lp) exhibited a loss of current of injury, no increase in pacing impedance, and high threshold after fixation during initial implant. The lp was repositioned and re-mapped. The lp's helix became stretch during the repositioning and re-mapping process. The lp was then replaced to complete the procedure. Patient was stable with no consequences.